Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer dropped the pump, pump hit concrete and an unspecified malfunction occurred. The customer reported high blood glucose (bg) value.  Reportedly, the customer administered alternate method of insulin therapy to address bg level. The customer reverted to an alternate method of insulin therapy.